Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The defect reported could not be verified. The following activities were performed service and repair functions. Reviewed service history. Attached box label and fms vue final testing, software upgrade was not needed. The unit was evaluated and the reason for return could not be duplicated, the unit function normally. The unit passed all diagnostic tests, functional tests, and is fully operational. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in that during a rotator cuff repair surgical procedure, it was observed that the fms vue pump device not working properly. According to the report, the sales rep confirmed that there was no extravasation or compartment syndrome caused by the excessive pressure. It was reported that the increased pressure was used to clear the joint space so the surgeon could see because of the excess bleeding of the patient. It was reported that the pressure was way pass to what it should be from 90 to 140 so that can try completing the surgery. The sales rep reported that the procedure was completed with the same pump with no patient consequences. The sales rep confirmed that there was only a ten minute delay added to the procedure which was the visualization where the doctor could not see. It was further reported that troubleshooting was performed to no avail. It was reported that there was no visualization and not correlating correctly. It was reported that this was a new pump. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.